Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation, the steerable guide catheter (sgc) lost fluid column 3 times. The 3 way stop cock was replaced but the sgc still did not hold column. A replacement sgc was used to complete the procedure successfully with no issues. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the returned device analysis confirmed the reported leak and identified missing silicone fluid in the sgc hemostasis valve. The missing silicone fluid appears to be related to a potential product quality issue; therefore, exception (issue) 126880 was initiated on 26-sep-2022 to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to the missing silicone fluid in the sgc hemostasis valve. The missing silicone fluid appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.